Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure autozero failure." There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed a "proximal pressure autozero failure." The customer stated that the solenoid valves (3 and 4) were replaced, but the device immediately alarmed for the same issue. The rse advised the customer to verify pin alignment between the solenoid valves and the data acquisition (da) board. It was then noted that the customer would perform an inspection and call back in needed. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the customer verified that the pins were aligned, and the customer found that the ribbon cable that was not completely seated. After seating the cable, the device was working as intended. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.